Event description:
The iab was inserted into the patient on 02/08/97 at 7:15 p.m. And removed on 2/11/97 at 5:30 p.m. The iab did not malfunction. As a result of the event, the patient had a pseudoaneurysm and removal of the iab was required. (Event complications: patient had a pseudoaneurysm/removal) required-rpt'd 9/11/97. (Pt's current status: discharged-rpt'd 9/11/97.)